Event description:
It was reported that the patient presented for a pulse generator replacement. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The physician attempted to replace the rv lead but was unsuccessful. The lead remained implanted and active in unipolar mode. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.